Event description:
Staple line is not complete. Device mis-firing. Knife is not cutting tissue. It is tearing tissue. Jamming of stapler. Stapler cutting tissue but not laying down staples. Problem identified as 4 different pts, co notified. No adverse result to pt. Alternate device used.